Event description:
Pipette is reported to not be functioning properly. Pipette sometimes dispenses less than correct volumes and sometimes works fine but slow. (As observed) when dispensing, customer indicated hearing a noise coming from the pipette.

Manufacturer narrative:
The customer reported that the biohit pipettor did not function properly, not dispensing the correct amount of fluid. No definitive root cause was determined. The customer aborted all testing, preventing erroneous results from being reported. Biohit product labeling instructs the customer to perform qc dependant on lab policy. Mts gel card labeling instructs the customer to perform daily use qc prior to testing. If the pipettor's volume delivery is significantly inaccurate or the pipettor consistently dispenses a significantly incorrrect amount of volume, qc will fail, preventing testing from occurring, and erroneous results from being reported. Customer issue resolved via product replacement. The customer complaint was confirmed.